Manufacturer narrative:
The technician found the hand control under the mattress and the pt was sitting on it, causing the head of the bed to go up/down.

Event description:
Information rec'd indicates the pt is complaining that the bed would automatically go up and down by itself.